Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was explanted, and they decided not to send it for analysis because they considered there was no pump error. The pump was delivering fentanyl 0,5 mg/10ml at 8 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1000 mcg/ml at 519,7 mcg/day and fentanyl with an unknown concentration and unknown daily dose via an implantable pump for an unknown for larsio intramedularis parap. Spasm. It was reported that customer has reported that month ago he has aspirated serous fluid (100 ml) from the area where pump is implanted. Fluid was sent for microbiological analysis and it was sterile. On (B)(6) 2019, the patient came for examination and again serous fluid was aspirated (20ml). It was reported that the aspirated fluid is sent to the microbiology lab. It was noted that the pump was not refilled. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the event and the patient status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the serous fluid was not determined; analysis showed no bacteria was present (in the fluid from one month ago). The microbiology lab results of the fluid aspirated on (B)(6) 2019 showed no bacteria present. The pump was currently empty, and next week (from (B)(6) 2019), the hcp would decide on an explant date. The hcp did not specify if the pump would be returned to the device manufacturer for analysis.